Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, ruling out generator battery end of life as a possible cause of the high lead impedance test result. Previous device diagnostic testing approximately six weeks prior was reportedly within normal limits, indicating proper device function at that time. Review of x-ray revealed that the lead was implanted with adequate strain relief that 1 tie down was used to secure the device. The lead connector pin was inserted fully past the generator connector block, with feedthroughs intact and the lead wires intact at the connector pin. There were no gross lead discontinuities or acute angles; however, the entirety of the lead could not be seen as some of the lead was behind the generator. Therefore, a lead discontinuity could not be ruled out. Lead break is suspected. The pt is scheduled for surgical consult. No adverse event was reported in conjunction with the high lead impedance condition.